Event description:
Ez flow 480 ambulatory infusion pump programmed in the intermittent mode, "ll2". Pt noted the next day that the pump was in the "tpn" mode and called the nurse. When making a visit, the nurse noted that the pump was in "lock level o", tpn mode, and could not be changed to intermittent. The pump was "stuck" in the intermittent mode.